Event description:
A (B)(6) customer received a blood glucose reading of 528mg/dl on the contour link meter, was also tested by the hospital lab and the reading was approximately 200mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.the test strips are expected to be returned for evaluation. Meter and strip information were not provided.

Manufacturer narrative:
The contour test strips were returned to qa for evaluation. The product information was not provided initially:lot # 2cc3f07, exp date 03/31/2014.manufacture date 03/01/2012.

Manufacturer narrative:
Product information was not provided it's not possible to determine the manufacture date without the product information.in some countries outside the us, customer information is not provided due to privacy laws.